Event description:
The phyusician attempted arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. It was reported the device could be inserted, but could not be advanced. Upon removing the device from the artery, it was reported "it had broken and just one half of the device came out." The patient was taken to surgery for device removal. There is no report of further adverse patient sequelae.